Event description:
Elderly female with history of type 2 diabetes, and hypertension. During operating room for left lower extremity angiogram with intervention, the micropuncture broke at the hub. The piece was taken off and the wire removed with no harm to the patient.